Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") in a 27-year-old female patient who had essure (batch no. A73766-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included mitral valve prolapse since 2015. Concomitant products included atenolol since 2017, atorvastatin, cholecalciferol (vitamin d), cyclobenzaprine and gabapentin. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced abdominal pain lower ("cramping since she have implant put in/ I have had cramping"). On an unknown date, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), muscle spasms ("other injury(ies) or complication please describe: muscle spasms in my back and neck"), abdominal pain ("abdomen pain") and skin irritation ("skin irritation"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, nausea, allergy to metals, vision blurred, fatigue, muscle spasms and abdominal pain lower outcome was unknown and the dermatitis allergic, dyspareunia, abdominal pain and skin irritation had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dermatitis allergic, dyspareunia, fatigue, headache, migraine, muscle spasms, nausea, pelvic pain, skin irritation and vision blurred to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Plaintiff done MRI for muscle spasms in my back and neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") in a 27-year-old female patient who had essure (batch no. A73766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included mitral valve prolapse since 2015. Concomitant products included atenolol since 2017, atorvastatin, colecalciferol (vitamin d), cyclobenzaprine and gabapentin. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced abdominal pain lower ("cramping since she have implant put in/ I have had cramping"). On an unknown date, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), muscle spasms ("other injury(ies) or complication please describe: muscle spasms in my back and neck"), abdominal pain ("abdomen pain") and skin irritation ("skin irritation"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, nausea, allergy to metals, vision blurred, fatigue, muscle spasms and abdominal pain lower outcome was unknown and the rash, dyspareunia, abdominal pain and skin irritation had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, fatigue, headache, migraine, muscle spasms, nausea, pelvic pain, rash, skin irritation and vision blurred to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion paintiff done MRI for muscle spasms in my back and neck. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received, reporters added, demographics added, lot number added, concomitant disease added, historical and concomitant drugs added, events: migraines / headaches, nausea, nickel allergy, dyspareunia, blurred vision, fatigue, muscle spasms in my back and neck, abdominal pain, cramping since she have implant put in and skin irritation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rashes"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.